Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 03/2022).

Event description:
It was reported through the results of a clinical trial, that during placement of an arterial embolization device, the study device had poor visibility under fluoroscopy. The device was accurately deployed at the target embolization site without migration. There was no reported patient injury.

Event description:
It was reported through the results of a clinical trial, that during placement of an arterial embolization device, the study device had poor visibility under fluoroscopy and the patient was diagnosed with right groin hematoma. The device was accurately deployed at the target embolization site without migration. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was not returned for evaluation. The result of the investigation is inconclusive for the reported poor visibility issue. The root cause for the reported poor visibility issue could not be determined based upon the available information. Labeling review: the instruction for use for the caterpillar arterial embolization system (bawcm15025 rev 0) was reviewed and contains the following information relevant to the reported event: warnings ¿ the caterpillar¿ and caterpillar¿ micro arterial embolization devices should be advanced and/or manipulated under fluoroscopic guidance. If the device can not be adequately visualized under fluoroscopy, remove and discard the device and use an alternative device. H10: d4 (expiry date: 03/2022),g3,h6(method), h11: b5,h1,h6(patient), h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : device not returned.